Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown vanguard femoral component catalog #: ni, lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability secondary to lateral collateral ligament failure and polyethylene wear and fracture approximately thirteen (13) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual valuation of pictures provided identified confirmed that the tibial bearing, tibial plate and femoral component had been explanted. The tibial bearing showed significant wear on the medial side of both condyles, leading to separation of the polyethylene material on the posterior side of the more medial condyle. Radiographic review identified asymmetric lateral tibiofemoral compartment widening, which may indicate lateral ligamentous laxity and/or concomitant medial polyethylene wear. Varus positioning of the tibial stem may increase contact stress in the medial knee and contribute to accelerate polyethylene linear wear. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.